Event description:
A report was received that the patient was experiencing difficulty breathing, itching, and increased numbness in legs following an implant procedure. The patient visited the emergency room and was given medication to help with the itching.